Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported via FDA medwatch letter (mw5097977) that an arthrex drill bit (ar-7720-2.0, lot unknown) broke off in the patient's left humerus bone. The drill bit piece was too small to remove without causing damage. Additional information obtained 12/15/20: the procedure was a left elbow ulnar collateral ligament repair, ulnar nerve neuroplasty, with tendon graft from right knee. Drill bit lot number unknown. The piece of drill bit was left in because it could not be retrieved without causing damage. No unplanned or larger incisions were needed and the surgeon did not have to change the planned surgical technique. Procedure was completed as planned. Device is not available to return for evaluation. Facility indicated it may have been discarded after the procedure.